Event description:
The customer contacted abbott regarding two failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer centrifuged the calibrators and the calibration issue was resolved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is complete.